Event description:
It was reported that a malfunction occurred on the pump with a specific error code, which required attention. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided instructions for resetting the pump. The pump was successfully reset, and the malfunction code did not recur. The customer was informed to continue using the pump and instructed to reach out again if any issues recur.